Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the patient experienced loss of consciousness at maximum threshold. It was also reported that the leadless implantable pulse generator (ipg) initially dislodged at pull and hold test, with a loose tine fixation, then exhibited high ventricular thresholds after multiple placements, with threshold on a downward trend after multiple measurements. At pre-discharge, leadless ipg check, there was a rise in threshold, threshold varied with patient positioning and there was intermittent pacing failure. The leadless ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.